Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. An unspecified stent was deployed. A 8mm x 4.00mm nc quantum apex¿ balloon catheter was selected to post dilate the target lesion. During the fifth inflation, the balloon ruptured at 16 atmospheres. The device was removed intact. The procedure ws completed with this device. No patient complications were reported and the patient's status was good.